Event description:
It was reported that during routine device replacement, no pacing support was observed when the pace/sense portion of the lead was inserted into the new device. Common mode noise inhibition was suspected as the cause. When the leads were completely attached, the device tested and functioned normally in the pocket. There were no adverse consequences to the patient as temporary pacing was available as needed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.